Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned due to noisy signals and atrial tachycardia oversensing leading into inappropriate anti-tachycardia pacing (atp) and low pacing impedances within normal limits. It was found that the lead was fracture. Additionally, the pacemaker was replaced as it set elective replacement indicator (eri). No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned due to noisy signals and atrial tachycardia oversensing leading into inappropriate anti-tachycardia pacing (atp) and low pacing impedances within normal limits. It was found that the lead was fracture. Additionally, the pacemaker was replaced as it set elective replacement indicator (eri). No additional adverse patient effects were reported.